Event description:
The customer reported via phone call that she was unable to program a bolus on the insulin pump, she changed the battery and received a button error alarm. Customer also reported that the insulin pump has discoloration on the screen and a shadow. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device passed the selftest and no discolored display or shadow display was noted. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.